Manufacturer narrative:
During a follow-up on 10/21/2020 it was reported pump shutdown due to not charging battery. Pump was working as intended. This event is not reportable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 62 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.